Event description:
It was reported the cable has to be held in tight to recognize device and interrogate. It was requested to repair cable line in where programmer wand goes. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 229047 analyzer. Product event summary: analysis confirmed the reported event, the connector needs to be held in a certain position in order for interrogation to work. As a result the link electronic module (lem) circuit board was replaced to resolve interrogation issue. It was also noted that the left keyboard hinge was broken and the system fan was intermittently noisy. (B)(4).